Event description:
It was reported that the pump failed the accuracy test. Reporter performed it three times and it failed each time. Each time accuracy error was around 9-10%. There was no patient involvement reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 25-apr-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The cause of the reported issue could not be determined as no issue was found with the device. Preventative maintenance was performed.